Event description:
It was reported that a wearable failure occurred. The sensor was inserted into an off-label insertion site, on (B)(6) 2026. According to the reporter, on 03/29/2026, while asleep, the patient received a sensor failure message and no longer received any continuous glucose monitor (cgm) readings. He was asleep when the sensor failed. The patient did not wake up when the sensor failed and stated that they were out drinking the night before going to sleep. The patient woke up with a stomachache and muscle pain which woke up the parents. The mother tested his glucose (no value provided) and provided 10 units of insulin but even after waiting he was still in pain. They tested his ketone, it was 2.9 mmol/l. Since the patient was still in pain they decided to go to the hospital. The hospital treated the patient with IV liquid for rehydration. The patient was diagnosed with diabetic ketoacidosis (dka). The patient was monitored for 4 hours until his glucose values were back to normal and then discharged. At the time of the report the patient was good. No data or product was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.